Event description:
Caller reported that the insulin gauge displayed an amount different than expected, occurring 7-8 times within the past three weeks. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by reloading the same cartridge. The customer declined further follow-up troubleshooting with tandem technical support; therefore no additional information could be obtained.